Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have had the pump for 4 years and recently has had high blood glucose of 400 to 500 mg/dl. Troubleshooting found that there are cracks in the display screen and operational glitches, although did not specify the glitches. Customer indicated that they would like a pump upgrade and troubleshooting transferred the call to the appropriate department.